Event description:
It was reported that there was a revision surgery on (B)(6) 2014 due to a clavicle plate fracture. The cracked plate was removed and replaced with another manufacturer's plate. Original surgery date was (B)(6) 2014. The doctor said that the patient was "non compliant" follow-up: the patient complained of pain and an x-ray was taken showing the plate had broken. It was removed and another manufacturer`s plate was used to complete the repair. This patient injured himself on a motor cross bike. The surgeon feels the patient was non-compliant throughout the healing process which most likely contributed to being re-injured.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed the plate broke diagonally towards the mid section and appears to be slightly bent in that area. Fracture surface is rough with little deformation which is typical in metal mechanical fracture as result of bending stress. Based on the event description where it is stated that "the patient injured himself on a motor-cross bike and that the surgeon feels the patient was non-compliant throughout the healing process which most likely contributed to him re-injuring himself", it is determined that the most likely cause of the event is patient non-compliance. Per product directions for use: post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.